Manufacturer narrative:
The tech isolated the issue to a defective head/up valve. He replaced the head up valve, and performed a safety and function check to repair the bed.

Event description:
Info received indicates, the bed has no head/up function.